Manufacturer narrative:
The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies.

Event description:
Additional information received indicated the patient did not require any further intervention and was doing well.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. While manipulating a tacticath quartz ablation catheter in the left atrium, the catheter perforated the left atrial appendage. The patient became tachycardic and hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU in stable condition. There were no performance issues with the catheter. Per the user, the perforation likely occurred due to the patient's anatomy and the thin tissue of the appendage.